Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7083228/7083128, UDI: ((B)(4),

Event description:
It was reported that the patient experienced inadequate stimulation and the implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was not returned.